Event description:
It was reported during the attempt implant the lead displayed two different perception values that were far apart from each other during two different testing. The physician suggested lead problem and replaced it with a new lead.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.